Manufacturer narrative:
(B)(4). The foreign distributor determined that the cause of this event was a faulty turbine assembly. The foreign distributor was shipped a replacement turbine assembly to repair the device and return it back into service. Carefusion issued a returned goods authorization (rga) number to the foreign distributor for the return of the alleged faulty turbine assembly for evaluation. As of 02/20/2015 the alleged faulty turbine assembly has not been received. Should the alleged faulty turbine assembly be received and evaluated, a follow up medwatch report will be submitted.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to information provided by a distributor in south africa. "No patient involvement. When switched on the vent gives a motor fault and vent inop. The ventilator does calibrate o2 cell."